Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the instrument on the universal surgical manipulator (usm) 1 advanced by itself during the guided tool change. No injury was reported, and the customer was proceeding with the procedure as planned. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and there were no associated logs to report. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The surgeon was not attempting to manipulate the instrument. The instrument was still clutched and not in surgeon¿s control. The failure was not related to an inability to move the instrument at all. The instrument did not move in the intended direction. The intended direction/movement were meant to insert and not a stabbing movement. The observed direction/movement was straight in fast. The timing of the instrument movement was not appropriate. There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue only occurred one time. When the issue occurred, the customer was removing the suction irrigator and inserting the prograsp forceps instrument. To resolve the issue a different usm was used. There was no injury to the patient as result of the event. The device was inspected prior to use. There was no damage or anything out of the ordinary observed. The issue occurred first case of the day, beginning of the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the reported problem. No trouble was found on the system. The system was tested and verified as ready for use.